Event description:
Customer reported experiencing high blood glucose readings of 428 mg/dl. Customer stated that their blood glucose readings were 502 mg/dl. Customer stated that they took a bolus and the glucose levels were still going up. Customer reported symptoms of slight nausea. Troubleshooting was performed and the drive support cap and all settings appeared to be normal. The high pressure test was performed and passed. The cannula was noted to be occluded and there were air bubbles in the tubing. Customer's blood glucose reading at the time of the call was 378 mg/dl. No further information reported.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.